Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following implant, the patient presented with symptoms of chest pain, discomfort, and dyspnea and a pneumothorax was confirmed via x-ray. It is unknown which lead contributed to the pneumothorax, three leads were implanted and two were non-abbott leads. No intervention was administered, the pneumothorax resolved. The patient was stable.